Event description:
This ra lead was implanted on (B)(6) 2001 and remains implanted at this time. A call was placed to technical services on 07/28/2016 due to a suspected atrial undersensing and possible vt. Technical services discussed possible muscle noise and possible sensor pacing through vt causing some functional undersensing. The physician was dr. (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).